Event description:
It was reported that outside of surgery, the power cord of the unit was damaged and needed to be replaced. It was confirmed that there were no signs of colored or metal wires exposed. There is no patient involvement. Due diligence complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to have a damaged power cord. The cord was cut and the copper wiring was exposed. The cord appeared to have been stuck in the caster wheel. The power cord was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.